Event description:
Customer reported that he had blood glucose of 183 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.